Event description:
It was reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply harness was replaced during the service call. The system was tested, found to be working as intended and returned to service.